Manufacturer narrative:
As reported, some debris was found inside the product package of the capsure device. Preliminary evaluation of the sample found a "foreign" material (white in color) visible within the blister tray. The foreign material has been taped within the blister tray by the user. Further review of the returned sample is currently ongoing. When the sample evaluation is complete, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned device confirmed the debris/contamination identified upon package opening in the blister tray was a broken pin which is part of the device handle cover. Based on the sample evaluation result and investigation performed, the root cause is determined to be manufacturing related. When the pin broken in process could not be determined. Awareness training was provided to appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when the physician opened the package to use the capsure device, they found some debris inside. It was reported that there was no problem with the product itself, and the device was used and completed the surgery without any issues. There was no patient injury.

Event description:
As reported, when the physician opened the package to use the capsure device, they found some debris inside. It was reported that there was no problem with the product itself, and the device was used and completed the surgery without any issues. There was no patient injury.

Manufacturer narrative:
As reported, some debris was found inside the product package of the capsure device. Preliminary evaluation of the sample found a "foreign" material (white in color) visible within the blister tray. The foreign material has been taped within the blister tray by the user. Further review of the returned sample is currently ongoing. When the sample evaluation is complete, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.